Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist noted that he was not able to perform hematocrit (hct) in-vivo calibration for values greater than the operating range and hct values are not accurate on the blood parameter monitor (bpm). The device was not changed out, as they continued to use this bpm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: with the 1.69 software upgrade, the operating range for hct was changed to 17-38%. This was changed to meet the accuracy claims for hct. This center does pediatric surgery and at times the hct is at levels of up to 45% due to patient cardiac pathology and/or due to hemoconcentration during and after cpb. This user is stating the accuracy of the hematocrit has been affected by the 1.69 upgrade and he has noticed that in some cases the bpm will read four or more hct % units higher than the laboratory analyzed value. The unit is being gas calibrated and the color chip test is passing during start-up. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00138, MDR #1828100-2015-00153 and #1828100-2015-00200. Reported issues occurred with new software version 1.69. Per the ccp, he noted the upper limit to perform an in-vivo recalibration on the hct value. This used to be 45, but in the new software it is 38. The ccp frequently runs patient hct values of 45% on single ventricle and other cyanotic patients before terminating cardiopulmonary bypass. The ccp also mentioned that the hct values are not accurate. After performing a couple of in-vivo recalibrations, the bpm would read 29% and the value will come back from the lab at 25%. This is too much of a difference for him. They do perform the gas calibration on each sensor prior to the case.